Manufacturer narrative:
Follow-up #1: date of submission 11/16/2015 device evaluation: the device has been returned and evaluated by product analysis on 10/30/2015 with the following findings: the display screen was found to have a pinkish contrast. Unrelated to complaint, the audio bolus button cover was found to be torn; the button was found to be responsive to button presses.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.